Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The results of the product evaluation testing found the device to fail the open state free flow test. Walkmed infusion performed further failure investigation and identified that the heat shrink wrap on the mechanical arm was not properly shrunk around the bend of the arm causing friction between the heat shrink and the screw head that mounts the flange to the motor base. The heat shrink wrap was applied by an approved service center during an upgrade process. It was this failure to apply the heat shrink properly that resulted in the free flow failure.

Event description:
During testing in a non-clinical setting, the clinician reported setting up the pump, loading and priming the tubing. Testing was started and there was an immediate upstream occlusion alarm. The clinician stopped the pump to troubleshoot it by opening the door to check the tubing but immediately noticed free-flow of infusate. The clinician closed the clamp on the tubing, flossed the tubing, and pressed start. The pump was started with the clamp on the tubing however no upstream occlusion alarm. The clinician reported allowing the pump to run for approximately 30ml before stopping the pump. The pump did not alarm an upstream occlusion. The device in question was evaluated by walkmed infusion and it was found that the open state free flow test failed and the occlusion delay test failed.